Manufacturer narrative:
Concomitant products: product ID 377875, lot# v013122, implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n243742, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that, after a patient had charged her device, patient programmer showed "icons like it wasn't communicating." Batteries were changed and same issue occurred. This also occurred on recharger as well. Eventually, "lightning bolt" and on status were seen, the device was turned off and "lightning bolt" went away, but it was claimed that the patient still felt stimulation. The patient was at a comfortable level at the time of the report, so it wasn't "a big deal." The patient had not been in overdischarge recently. This event just happened the night prior to the report, no other known events for this case had happened. It was also reported that it wasn't possible to adjust stimulation. It was stated that the display showed "in the box" icon. It was stated that the patient used antenna locate (al) feature every time she charged her implantable neurostimulator (ins). The ins recharger (insr) was then used and it went to the normal charging screen showing ins was on with 8 coupling bars seen. It was advised not to use al all the time but only for when the patient was having troubles with getting coupling. One day later it was reported that it was cleared with the programmer and it did show the battery was on. It was stated that everything was communicating properly. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.